Event description:
The patient was in surgery, when during the procedure the physician noted that the tidal volume monitor was malfunctioning. It was giving an inaccurate read out. Drager has sent two german engineers to trouble shoot the 16 machines that were purchased by our facility late last year. While the engineers are trouble shooting the equipment, drager has brought in 16 more machines for our facility to use in the interm.